Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. The customer's blood glucose (bg) level subsequently decreased to 40 mg/dl. The customer received third party assistance from their boyfriend, who provided juice to address bg. This event did not cause an injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.